Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that there were diminished r-waves since implant.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold. It was also noted that the r waves had decreased. The physician attempted to reposition the lead without success. The rv lead was explanted completely and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID a2dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013 product ID 5086mri45 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.